Event description:
A low positive immulite 2500 troponin result was obtained on a patient sample and upon repeat, the troponin result was higher. The sample was retested again (2x) and the troponin results agreed with the initial result. The initial troponin result was reported to the physician. Patient treatment was no altered, and there was no report of adverse health consequences due to the discordant troponin assay result.

Manufacturer narrative:
A siemens field service engineer (fse) was dispatched to the customer site. Analysis of instrument didn't indicate system error and suspected that fibrin in the sample may have caused the discrepant result. The instrument is performing within specifications. No further evaluation of the device is required.